Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to advance past the lead. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance was confirmed. As received a complete lead was returned in one piece. The guide wire test found the distal tip clogged with ptfe liner from guidewire consistent with procedural damage. The cause of the reported event was isolated to the ptfe liner from guidewire clogging the distal tip. Electrical testing found no shorts or conductor fractures. No other anomalies were noted.